Event description:
It was reported that during surgery the lateral pin was placed further into the bone to account for the patient's bone quality. As a result it appeared that implant placement was not consistent with the approved surgical plan.

Manufacturer narrative:
The surgeon placed the lateral pin further into the bone to account for the patient's bone quality and the final outcome of the total knee implant was not consistent with the pre-operative surgical plan.